Event description:
A peritoneal dialysis patient reported multiple alarms in previous night's treatment. He stated that fluid was found in the cassette area of the cycler when he removed the cassette. There is no report of patient ill effect. There is no sample being returned for evaluation.

Manufacturer narrative:
No sample was available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality data analysis procedure.